Event description:
It was reported that the unit would not relieve the over pressure.

Event description:
It was reported that the unit would not relieve the over pressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed the warranty seal is broken. The calibration label indicates the unit is overdue for calibration. Cosmetic defects such as scratches were noticed on the front panel, chassis cover and bottom chassis. Further visual inspection of the unit confirmed the presence of physical damage to the bottom chassis and hpu area. The unit was opened for visual inspection of the inside. Visual inspection of the inside of the unit confirmed no presence of burnt/damaged components. However, illuminated red led's were noticed on the bam board and lpu board. The unit was functionally tested for pressure, venting and gas flow and it passed. The unit's venting system was tested with a gas bottle and dummy lap fixture. Actual pressure was at 15mm hg. Set flow was at 6 l/min. Artificial pressure was then given to the dummy lap fixture to create over pressure. The units overpressure alarm activated and started to vent. The unit vented the excess pressure and adjusted back to match the set pressure of 15 mm hg. The pressure was then released from the dummy lap fixture and the unit¿s actual pressure dropped. The unit immediately pumped gas back into the dummy lap fixture to adjust the pressure back to 15 mm hg. A tube set was inserted into the unit with a gas bottle and a dummy lap fixture with a pressure sensor transducer connected. The pump was tested with a set pressure of 10, 20 and 30mm hg while in veress and insufflation mode. The unit was allowed to run for several minutes. After several minutes, the unit was able to maintain a set pressure of 10, 20 and 30 +/- 2mm hg (which are the acceptable pressure values when running in either veress or insufflation mode). The reported failure mode could not be reproduced. However, physical damage of this nature and the overdue calibration may cause sensor drifts or valve defects, which can result in non conforming behavior including, but not limited to, the cessation of gas flow. The probable root cause for the physical damage is: (1) dropping/banging of the unit against a hard surface. The probable root causes for the unit not reliving over pressure are: use error, the venting system will not trigger during veress mode, overdue calibration, physical damage resulting non conforming behavior and/or non conforming lpu. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.